Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient's mother reported that her daughter was hospitalized due to high blood glucose. Her blood glucose value was 348 when she was admitted into the hospital. She found leaks at the quick release. The patient was hospitalized for 5 days. No further information available.